Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was found to be fully operational. An archive examination was performed. It was found no registration data saved in the patient archive (expected when they had trouble getting a passing registration). The patient exam was taken in december, almost 6 months prior to the case. With this time frame, there is high risk of anatomy change that could impact the ability to register the patient. Otherwise exam was to protocol.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the register task and caused no delay to the surgery. It was reported that the site had difficulty registering a patient. The site was attempting to register the patient, and after the trace pattern was collected, half of the collected points would disappear. They swapped to a different registration probe and instrument tracker and the same thing occurred. The surgery was completed without navigation and there was no impact on patient outcome.

Manufacturer narrative:
UDI number was incorrect on the original file. Manufacturing date was received.